Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Another manufacture reported that a peritoneal dialysis (pd) patient was admitted to the hospital for peritonitis. The patient was treated ceftazidime 1g intra-peritoneal for five days and then the pd catheter was discontinued.